Event description:
It was reported that during a code the device took longer than 30 seconds to charge and deliver therapy. It was indicated that this delay did not affect the pts outcome. The customer also stated that they believe there were no adverse affects to the pt.

Manufacturer narrative:
The customer's biomed examined the device; however, the reported failure could not be duplicated. The biomed was able to charge and shock in under ten seconds every time, completing more than 10 shocks. Proper device operation was observed through functional and performance testing. The device was placed back into service for use. The device was not returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.